Event description:
The patient presented to the ER with no pacing, and was reported to have had seizures. They were unable to establish telemetry with two different programmers. Premature battery depletion and no output were also reported and the device was explanted. No further patient complications have been reported as a result of this event.